Manufacturer narrative:
The returned device was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. Although no problem was found with the device, we cannot determine when the needle retracted, and the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports when activating a pod she felt pain so she removed the pod, once removed the patient dropped the pod and the needle then had retracted back into the pod. The patients blood glucose level was 80 mg/dl with a new pod applied.